Event description:
It was reported that the customer's stopped working and the customer was taken in the emergency room due to high blood glucose over 600mg/dl. Troubleshooting was performed. The mother stated that his blood glucose was elevating, and they could not lower down. The caller stated that his glucose level was treated with an insulin drip. The mother did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.